Manufacturer narrative:
Device was received intermittent button response due to corroded keypad traces. No frozen screen noted. Insulin pump passed displacement test, operating currents, selftest and off no power test. No blank display noted. Device received with scratched lcd window. Device received cracked case display window corner. The pump was received with cracked battery tube threads. Device received with cracked reservoir tube lip. Device received with cracked belt clip slot. Insulin pump received with scratched reservoir tube window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. The blood glucose at the time of the incident was 283 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.